Event description:
It was reported that the ilet screen had separated, the device continued to function for a period, and after the user rolled over it during the night the screen and internal connections fully separated, rendering the device nonfunctional; the problem involved the display and reflected a loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to component-level failure consistent with loss or failure to bond of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.